Event description:
The customer reported the system had a precharge voltage error and would not boot up. There is no report of death or serous injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.